Event description:
While pt was having rotator cuff surgery, the broach inserter was being removed and just fell apart. All parts were retrieved per physician but having exactech engineer determine whether all parts were retrieved.